Event description:
It was reported that a patient underwent a laparoscopic cystectomy procedure on (B)(6) 2011 and suture was used. The needle broke during use. The needle was removed from the patient and the case was completed with another suture.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined. Bending and ductility tests were performed and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.